Event description:
The ge oec 9800 fluoroscopy system would not boot after a power control pcb was replaced.

Manufacturer narrative:
A ge oec service representative investigated the issue and found internal communication issues. The system was upgraded with a single board computer and associated boards, drives, and software. The calibration files were re-loaded. The sysem was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The hospital was unable to , or would not provide any patient information relating to this issue.